Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported physician directed patient to the emergency room for interrogation after noise on the atrial lead was noted via remote transmission. Patient presented in the emergency room and was stable. The atrial lead was explanted and replaced. Patient was stable with no complications throughout the procedure and post-procedure.